Manufacturer narrative:
The insulin pump monitored in 50c oven for several days and no blank display noted during testing. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted during testing. No moisture damage found inside the pump noted during testing. However, the insulin pump was received with intermittent button response due to moisture damage keypad traces. The insulin pump was also received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.